Manufacturer narrative:
Additional information: patient age, gender and ID number are now provided. Patient identifier field not sufficient to hold all digits, should read: (B)(6).

Manufacturer narrative:
Additional information: device manufacturing date is now provided.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. The biopsy guide was replaced and suspect part was returned to the manufacturer for analysis. Issue was able to be duplicated by medtronic personnel. Investigation found that the securing screw on the biopsy guide assembly has locked up. The other two locking screws are fully functional. The hardware investigation found that reported event was related to a mechanical failure due to malfunction-lock up of the part.

Event description:
A medtronic representative reported on behalf of the site nurse, that during equipment setup for a catheter-based procedure, the biopsy guide was not locking or opening. The site used another biopsy guide device to complete the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.